Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "on-going false positive with bactec instrument."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary customer reported "false positive" on "instrument top bactec fx" (catalog number: 441385 and serial number: (B)(6)). Field service engineer was dispatched, relocated instrument to another location within the lab and confirmed that instrument is working within bd specifications. Complaint is not confirmed and root cause of false positives is not known. Review of device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that the bd bactec¿ fx, instrument top, packaged produced a false positive result. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "on-going false positive with bactec instrument."